Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiration date. Reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2015-01426 pertains to the first cre fixed wire dilatation balloon and manufacturer report# 3005099803-2015-01509 pertains to the second cre fixed wire dilatation balloon. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the first balloon would not deflate after use. They pulled the scope out, cut the catheter and removed the balloon. Reportedly, they used a second cre fixed wire dilatation balloon and the same events occurred. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.